Event description:
A distributor in japan reported on behalf of a healthcare facility that the connection between the y-piece and a rt109 adult anaesthesia circuit disconnected. There was no patient involvement.

Manufacturer narrative:
Ps(B)(4). Section g4: this product is not sold in the USA however it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. Method: the complaint rt109 adult anaesthesia circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation where it was visually inspected. Results: visual inspection of the returned device revealed that one of the breathing circuit limbs was found loose at the y-piece. No damage was observed to the y-piece connector or the tube cuffs. A tight connection between the tube and the connector was found at the connector end of both limbs. Conclusion: we were unable to determine what may have caused the reported event. All rt109 adult anaesthesia circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject circuit would have met the required specifications at the time of production. Our user instructions that accompany the rt109 adult anaesthesia circuits state the following: - "visually inspect breathing sets for damage (e.g. A crushed tube or cracked connector) before use and replace if damaged." - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient.".

Manufacturer narrative:
(B)(4). This product is not sold in the USA however it is similar to a product which is sold in the USA. The 510(k) for the similar product is k983112. The complaint rt109 adult anaesthesia circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow-up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility that the connection between the y-piece and a rt109 adult anaesthesia circuit disconnected. There was no patient involvement.